Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/12/2016 with the following findings: there were multiple occlusion alarms observed in the black box which were associated with high force. The pump successfully completed a rewind, load, and prime sequence with no alarms. The sensor was detecting the correct force when the force sensor calibration test was completed. The pump was exercised for 24 hours with no occlusions occurring. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the bolus button cover was torn but the button was responsive to user presses. The bolus button cover was removed and it was observed that the slug was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an occlusion (occlusion issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm